Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a sensor break inside their body. The customer reported removing the sensor from their body, and a part of the cannula stayed inside their stomach. The customer reported another part of the cannula was stuck on the adhesive. Customer also reported the blood at site. The customer was advised to consult with their healthcare provider. The customer's blood glucose was unknown. The product was not returned for analysis.